Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor and unexpected restart. The customer's blood glucose reading was 105 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump was received with a motor error alarm during the basic occlusion test due to a faulty force sensor resistor. Unable to perform the basic occlusion, occlusion, prime, excessive no delivery or verify the compromised force sensor resistor alarm due to the motor error alarm. The pump was received with normal operating currents and passed the unexpected restart and self-tests. The motor passed the motor test. No unexpected restart or low battery alarms were noted during testing. The pump had minor scratches on the lcd window, a cracked case at the display window corners and a cracked reservoir tube lip.